Event description:
In 2008, the sales representative reported that prior to surgery, it was noticed that the shaft was bent. The surgeon used the other instrument within the kit to do the case. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument, and is not implantable. Evaluation is pending.